Event description:
Customer reported unexpected negative reactions when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo. The patient has a history of anti-k and anti-e. Sample was re-tested using new strips from the same lot of crrs 3 and the result was 2+ positive.

Manufacturer narrative:
Review of results files displayed the following: sample was negative with crrs 3 cells 1-3, 4+ positive control well images appeared negative with a tightly defined fuzzy button. Cell 3 (kk), and cell 3 (ee) should have been positive. Repeat group/ screen, (crrs3 lot r087)- negative with cells 1-2 and 2+ with cell 3, 4+ positive control. Negative well image with cell 1 appeared as loosely defined button with minimal adherence. Negative well image with cell 2, appeared negative with a tight button and no adherence. Positive well image appeared as such with a loosely defined button with a tear in the center and moderate adherence. A service call was made. Investigation revealed wash manifold not aspirating, causing overflow of liquid into adjacent wells. Also found peri-pump dispense volume low. Issue was resolved by cleaning wash manifold and adjusting peri-pump volume. Tested four patient samples with expected results.